Manufacturer narrative:
The company representative evaluated the machine and unable to duplicate the maintenance code 2. Code 57, autofill fail 3325, 9, 0 were observed in fault log. Tested with balloon and trainer. Unable to duplicate autofill failure. Verified drive transducer calibration within specifications. Replaced suspect drive manifold assembly (p/n 0104-00-0018). The unit was calibrated to factory specifications. Passed all leak tests. Function and safety tested returned to customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that while in use on a pt the "iabp machine gave alarms for autofill failure and maintenance code #2. The machine would not let them use further. The pt was switched to another console". No pt harm or injury reported.